Event description:
Reporter stated the customer has experienced hyperglycemia of up to 300 mg/dl, and she believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).